Event description:
During a follow-up performed on (B)(6) 2014, the reporter observed multiple stored ventricular oversensing episodes that appeared to be consistent with myopotential oversensing. The over sensing was reproduced in clinic while performing the valsalva maneuver. The reporter also noticed a shift in both the ventricular r-wave size and the ventricular lead impedance following a fall and direct hit to the ICD in (B)(6) 2014. The reporter : requested programming recommendations; wanted to determine the cause of the ventricular over sensing; wanted to know if this indicated a device or lead issue.

Manufacturer narrative:
(B)(4).